Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (dilated pupils). Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post intraocular lens (iol) implantation the patient complains of halos, distorted images, notably with straight lines appearing curved, and has problems while driving. The patient has slightly enlarged pupils and has sought consultation with two other doctors. The visual acuity is recorded as 1.0 at -0.25. Successful administration of pilocarpine was noted. Through follow-up, we learned that pilocarpine is not a standard medication and was only used in this case to make the pupil narrower. No further information was provided.